Manufacturer narrative:
The patient's exact age is unknown; however, the age range for the study participants was 35-85 years.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2009. According to the published journal article, one week following an uneventful repair, the patient was diagnosed with a pulmonary embolism. She was treated with anticoagulation therapy and had an otherwise successful outcome. According to the primary investigator of the study, no specific factors were suspected as a cause of the pulmonary embolism; her medical team considered it to be risk after any major surgery with accompanying inactivity--usual dvt (deep vein thrombosis) risk factors. The event resolved promptly following anticoagulation therapy with no sequelae or further complications.